Manufacturer narrative:
(B)(6) 2021 device explanted. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(6) 2021 device explanted.

Event description:
Device is at eos indication and has unexpected battery behavior. The device currently remains implanted but is scheduled for a change out. No adverse patient events have been reported.